Event description:
It was reported that the foot of the maestro medium fixed duraguard is bent. It was found at the service floor at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, foot of the attachment is bent, was duplicated. Based on the risk documentation, a bent foot guard can occur when excessive side load is applied to the feature. Device is placed in parts retention.